Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tip of the inserter broke off in the cage while being inserted during a xlif case. The tip was left in the patient, and the cage was further ¿tamped¿ in to place the cage. The fracture tip is fully inserted and stuck into the cage.